Manufacturer narrative:
Based on the information provided from the surgeon, the patient's death was unrelated to a da vinci product. There were no issues during the robotic procedure, therefore, no product was returned for evaluation. A system log review determined that there were no significant issues or errors that occurred during the procedure. A device history record review for the device(s) used during the procedure showed no non-conformances were identified. A review of the event was conducted by an isi medical safety officer (mso) who concluded that based on the information in the summary of events, this patient suffered from a postoperative pulmonary embolism shortly after a robotic hysterectomy. Pulmonary embolism is an unfortunate but common postoperative event that can have catastrophic consequences. The manner and mechanism of how it occurred in this instance is unknown. Therefore, there is insufficient evidence to ascertain if any isi products or instruments contributed to this event.

Event description:
It was reported that the patient underwent an uneventful da vinci assisted hysterectomy due to malignancy, however, coded and expired approximately 45-60 minutes later while in the post-anesthesia care unit. The intuitive surgical, inc. (Isi) clinical sales representative (csr) was present during the surgical procedure and confirmed that the procedure was completed robotically and that there were no da vinci product issues. The csr spoke with the surgeon who stated that the suspected cause of death was due to a pulmonary embolism. An autopsy report was not yet available. No additional information was provided.